Manufacturer narrative:
The device was returned due to a cardiac perforation. The device met specifications for electrical testing, temperature testing, and optical signal properties. Contact force was displayed when connected to the tactisys unit, with no error messages noted. Additionally, the catheter met specifications during leak testing. The analysis of the log files indicated the optical fibers met specifications and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
During a pulmonary vein isolation procedure, a cardiac perforation occurred. During mapping in the left atrium, the patient began to feel unwell and lost consciousness at which time the physician performed cardiopulmonary resuscitation. An echocardiogram revealed a cardiac tamponade and pericardiocentesis was performed to stabilize the patient. The procedure was abandoned. There were no performance issues with any abbott device.